Manufacturer narrative:
The device was returned and the following were found during the evaluation; front panel mouth line crack damaged; damaged parts, functional issue¿ due to worn out scope socket slider switch cause intermittently use high intensity mode; non-olympus lamp life meter reading at 200+hours, light intensity output measured out of specifications; worn-out air joint connector u inside socket cause air leak. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source bulb exploded. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Correction added to field: d8. Additional information: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.